Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ns304rm - vega ps trial femoral component f4n l. According to the complaint description, the implant was difficult to insert. After the femoral trial and box trial size 4 were inserted, an implant of the same size was attempted to be inserted, but it did not fit along the osteotomy surface and the outer part floated up and was inserted in a flexed position. The implant will not be replaced, and at present, conservative therapy will be performed and the progress will be observed. There was impairment; however, the patient had no infection or other effect. Additional information was not provided. The adverse event is filed under aag reference (B)(4). Associated medwatch reports: nx009k (9610612-2022-00377) (B)(4). Ns304rm, (B)(4). Involved components: ns824r/vega ps removable trial femur box f4 - lot unknown ((B)(4)).